Manufacturer narrative:
Submit date: 5/26/2017.

Event description:
The customer reported that there was a fold in the enteral feeding tube.

Manufacturer narrative:
The device history record was reviewed indicating that product was released meeting all quality standard requirements. A physical sample was not received for an investigation; however, a photo of the product was received. A visual inspection was performed on the photo and the tubing was found kinked. Without the physical sample, a definitive root cause cannot be determined. A possible root cause can be due to over catheter length insertion. If the tube was inserted more than specified in the procedure, a possible coiling or kink around the stomach could occur. A corrective action is not deemed necessary at this time. The manufacturing process is running according to product specifications meeting quality acceptance criteria. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.